Event description:
It was reported that a tear/crack in the balloon was observed. The device was used for almost three weeks. Patient information was not provided. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. (B)(6) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4).